Event description:
It was reported that pump displayed malfunction code 24 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider about backup insulin therapy, and technical support arranged a replacement in-warranty pump.